Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally hit the change cartridge button on the load screen. The customer inquired if there was a way to return back to the load sequence. Tandem technical support (cts) informed the customer to reload the cartridge. The customer indicated that they did not have sufficient insulin to fill the minimum amount of insulin in the cartridge. The customer's blood glucose level was mid 200 mg/dl. The customer delivered a correction bolus with the pump. Tandem technical support followed up and the customer indicated that a new cartridge was successfully loaded.